Event description:
It was reported that during a procedure to treat a de novo lesion in the mid left anterior descending (lad) artery with mild tortuosity, heavy calcification and 90% stenosed, pre-dilatation was performed with a 2.02x12mm unspecified balloon catheter. A 3.0x33mm rx xience xpedition stent delivery system was advanced and the stent was deployed; however, an edge dissection occurred. Another xience xpedition stent was implanted to treat the dissection. There was no interaction of devices. There was no adverse patient sequelae and there was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. Intimal dissection is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. A review of the lot history record revealed no non-conformances that would have contributed to the reported event.